Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. (B)(4).

Event description:
It was reported that the external pulse generator (epg) connector block was broken. The epg was returned for service. There was no patient involvement.